Manufacturer narrative:
The event was initially assessed as non-reportable based on the complaint evaluation process in place at the time. Following system redevelopment, the event was re-evaluated and determined to be reportable. This submission is being made outside the 30-day timeframe and may be considered late, as the reportability determination occurred after the original awareness date. Procedures have been updated to support more timely identification going forward.

Event description:
It was reported that the user experienced an alert 38 indicating a consecutive motor stall on the ilet pump, which prevented normal operation until troubleshooting was completed; the user removed supplies, restarted the pump, performed a successful dry run, and then replaced all supplies including a contact detach infusion set, after which the alert resolved and therapy resumed. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact, and blood glucose was not affected. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a mechanical problem consistent with a stalled motor event. It was concluded, based on previously established findings for similar reports, that the cause was a manufacturing deficiency.